Event description:
Customer reported receiving false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. Binaxnow antigen tests performed after receiving the potential false negative results provided positive results. Further information regarding these false negative results was not provided including frequency, test dates, number of individuals, cartridge sn, lot number or reader sn.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.